Event description:
It was reported that customer experienced alarm 2 with multiple previous occlusion events, which were all handled in the same way, and customer resumed insulin without making any changes. There was no adverse impact to the customer's blood glucose level. Customer did not report frequent or recurring occlusion issues, required no additional assistance, and case was closed by technical support.